Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The cm reported that the arterial luer lock system was not fully sealed, which allowed blood to leak out and air to leak into the system. Upon follow-up, it was confirmed that a large amount of air was observed pulling into the machine from the arterial line. As a result, the machine had air alarms that went off. The leak, which occurred at the start of treatment, was coming from the piece that attaches the luer lock to the line itself. The operating technician verified that the leak was not caused by a loose connection. There were no leaks observed during the priming phase. The machine passed all pre-treatment testing without issues. The patient was utilizing a fresenius optiflux dialyzer and dialyzing on a fresenius 2008t machine. The technician initially thought there was a hole or crack in the catheter and attempted to work the air out of the system. It was verified that there was no observed damage on the catheter. During this time the lines clotted and the patient¿s blood could not be returned. They ended up restringing the machine with new supplies. The patient completed their treatment after restarting on the same machine with new supplies. No further issues were encountered. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A sample was confirmed to be available for manufacturer evaluation; the faulty part of the tube was removed from the combiset, flushed, and placed in a biohazard bag.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset bloodline leak occurred during a patient¿s hemodialysis (hd) treatment. The cm reported that the arterial luer lock system was not fully sealed, which allowed blood to leak out and air to leak into the system. Upon follow-up, it was confirmed that a large amount of air was observed pulling into the machine from the arterial line. As a result, the machine had air alarms that went off. The leak, which occurred at the start of treatment, was coming from the piece that attaches the luer lock to the line itself. The operating technician verified that the leak was not caused by a loose connection. There were no leaks observed during the priming phase. The machine passed all pre-treatment testing without issues. The patient was utilizing a fresenius optiflux dialyzer and dialyzing on a fresenius 2008t machine. The technician initially thought there was a hole or crack in the catheter and attempted to work the air out of the system. It was verified that there was no observed damage on the catheter. During this time the lines clotted and the patient¿s blood could not be returned. They ended up restringing the machine with new supplies. The patient completed their treatment after restarting on the same machine with new supplies. No further issues were encountered. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. A sample was confirmed to be available for manufacturer evaluation; the faulty part of the tube was removed from the combiset, flushed, and placed in a biohazard bag.